Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received noted the implantable cardioverter-defibrillator was electively explanted and replaced on (B)(6) 2020. The patient was stable post-procedure.

Manufacturer narrative:
In-lab testing and analysis showed normal device function. Tech services was consulted and indicated that the reset was caused by an event queue overflow. The root cause of the event queue overflow was determined to be the ic on the rf module.

Manufacturer narrative:
Correction: h6 - "1133 - failure to deliver shock/stimulation" should not been included in the previous report. Updated h6 removed "1133 - failure to deliver shock/stimulation." "3283 - wireless communication problem" also should had been included in initial report. Updated h6 codes now include "3283 - wireless communication problem."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital's emergency department. Upon investigation, the implantable cardioverter-defibrillator was found in back-up vvi mode. Possible communication error during transmission was also noted. The device was reprogrammed. The patient was stable.